Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745; (serial: (B)(6); product type: 0201-programmer patient .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the controller light wouldn't come on and patient would reset the controller and a screw fell out of the controller. Controller box wouldn't come on. The issue began a couple years ago. Agent sent email to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745, lot# serial# (B)(6), product type programmer, patient h3: analysis of the controller (serial# (B)(6)) found there was a cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. There was also a broken/cracked recharger/power connector support causing connection /charge issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.